Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units screen is not turning on. There was no patient involvement.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units screen is not turning on. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1: (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer arrived and noticed a glitch on the screen and replaced the d406-00-0916 mounting plate, nec, display, d012-00-1747 cable video receiver to lcd, d160-00-0113 display w/ rtv bead sea parts and cleared unit for clinical use.